Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
It was reported that the patient died approximately 1 week after the implant of the device. No further information has been made available at this time. Additional information including the cause of death and circumstances surrounding the death have been requested and not yet received. No complaints, allegations or previous contacts have been made regarding the device.